Manufacturer narrative:
Device had blank display due to severely corroded battery tube. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to test for possible over delivery anomaly due to blank display. During visual inspection, the vibrator motor was corroded. Using a test case, the unit was able to download the device history file and upload using care link. Device had missing display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The customer reported via phone call that they treated low blood glucose level event with food. The customer also reported that emergency medical service was dispatched for low blood glucose level event.

Manufacturer narrative:
Retainer ring = clear on (B)(6)2020 the customer alleged pump over delivering and was hospitalized for low blood glucoses. Device had blank display due after battery installation. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to test for possible over delivery anomaly due to blank display. During visual inspection, the vibrator motor was corroded. Using a test case, the unit was able to download the insulin pump history/trace files and upload using carelink. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: missing display window cover, corroded battery tube, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. Unable to verify customer alleged for low blood glucoses. Device had blank display due to severely corroded battery tube. Unable to test for possible over delivery anomaly due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were emergency room due to low blood glucose on (B)(6) 2020 with blood glucose level was 23 mg/dl or 33 mg/dl. The customer current blood glucose level was 43 mg/dl. The customer was treated with intravenous insulin drip. Customer also alleging insulin pump was over delivered due to unexpected lows. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.